Event description:
The customer reported that a patient had a right leg double lumen PICC with tpn, lipids and prostin infusing. During patient assessment, a wet spot was found on the patient¿s linen, the cap end of the filter was found wet from leakage of tpn. A new filter primed with patient ivf and reconnected to patient PICC. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak from the cap end of the filter was confirmed. Visual inspection of the set did not reveal any discernible signs of damage or abnormalities. Examination under magnification revealed evidence of interior damage near the top edge of the valve body. The damage had the appearance of a scratch. Functional testing resulted in no leaking. Pressure testing confirmed a slow leak began to form around the top of the maxzero valve body bonded at the top of the tubing arm. The cause of the leak was identified to be damage to the interior of the maxzero valve body. The root cause was determined to be equipment error occurring during the automated assembly of the maxzero component.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a patient had a right leg double lumen PICC with tpn, lipids and prostin infusing. During patient assessment, a wet spot was found on the patient¿s linen, the cap end of the filter was found wet from leakage of tpn. A new filter primed with patient ivf and reconnected to patient PICC. There was no report of patient harm.